Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual and functional testing were performed. Visual inspection revealed cracked top case (front lower left corner) and battery door. During the power up process, check, monitor and test force sensor testing, the problem could not be duplicated. The root cause of the issue could not be determined. Replaced force sensor for preventive. Performed power up process and all functional tests which passed.

Event description:
It was reported that there was a force sensor error. No patient injury was reported.